Event description:
Livanova deutschland received a report that, due to a kink not detected during setup, there was a blood backflow from the arterial cannula. The event occurred during procedure, when using essenz hlm console. There was no blood flow into patient heart for approximately 10 minutes, and heart massage was necessary. After machine troubleshooting, patient was successfully put on bypass. Patient outcome has not been provided.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. The incident occurred in USA. Based on followup communications, the chief perfusionist confirmed that the reported event was not due to the machine, but likely to user error. Further, upon checking the device, a field service engineer (not livanova) confirmed no machine mechanical malfunction; in details, the perfusionist had the manifold open on the circuit causing a backwards flow from the arterial cannula. The surgeon took out the arterial cannula from the aorta and saw the blood draining back due to the manifold being open. Once the manifold was closed, the retrograde flow ceased. Livanova initiated an investigation. Patient outcome has not been provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.